Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID: 3093-28, lot# v120752, implanted: (B)(6) 2008, product type: lead; product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that stimulation was in the wrong location. It was noted that there was no known accident or incident related to this complaint. It was noted that the patient saw the health care professional (hcp) six days prior to this report and it worked well. It was noted that four or five days prior to reporting the stimulation moved. It was noted that the patient's symptoms were in the perineum. It was noted that the patient could not seem "to get the flutter part right." It was noted that the patient stated that the flutter should be around her vaginal area and was there when the patient was at the doctor's office six days ago. It was noted that five or four days prior to this report "the flutter the patient felt, when her implant was on the right side, but the flutter the patient felt was in the bottom of the patient's left foot." It was noted that the patient was on program 1 at 1.3 volts. It was noted that stimulation was on and the bolt was seen. It was noted that the patient believed that the amplitude had always been around 1.3 or 1.1. It was noted that when the patient pressed the navigator key the patient felt something in the vaginal area. It was noted while changing programs the patient accidently ended up on program 4 at 1.2. It was noted that it was uncomfortable and the patient needed to decrease the amplitude. It was noted that the patient pressed the decrease key and "every time the patient pressed the minus the patient got something different." It was noted that the patient thought that the patient programmer batteries needed to be replaced.